Event description:
I had the birth control implants essure implanted in 2008 and from the time they were implanted, I could not sleep on either side it felt like a knife stabbing you all the time. Tiredness, itching, weight gain only in stomach and then go away and at times looked like I was 9 months pregnant, hair loss, and this continued then few years back went to dr that implanted it and he said there was nothing he could do. Finally found a dr and had to just recently have a total hysterectomy.